Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient went to the emergency room (ER) with blood glucose (bg) of 20mg/dl. The patient was reportedly treated with glucagon and basal settings were adjusted. The date of the alleged e.r. Visit was not provided. The patient¿s bg at the time of the call to animas was reportedly 300mg/dl with tiredness. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. The pump was found to be delivering as programmed. The reporter was advised to contact the patient¿s healthcare provider to confirm the pump settings. This complaint is being reported because the patient allegedly experienced hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.